Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. There was no reported adverse impact to customer's blood glucose level. Customer successfully loaded a new cartridge on the pump by themselves, and resumed insulin delivery.